Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome device was planned for use in an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during prep, the pre-loaded guidewire was observed to be improperly oriented (the floppy end of the guidewire was exiting the distal end of the catheter). The device was not used and another hydratome rx sphincterotome device was used to complete the procedure.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.